Manufacturer narrative:
On (B)(6) 2022 - the patient was hospitalized and an x-ray was done. This lead was replaced. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this right ventricular lead dislodged approx. 7 weeks after the implantation.